Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight: unknown / not provided. Date of event: unknown / not provided. Brand name: unknown / provided. Type of the device: unknown / not provided. Additional device information: unknown / not provided. Premarket identification: unknown / not provided. Device manufacturer date: unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It is reported a second loosening of screw.